Manufacturer narrative:
Related components of device system: model number/ catalog number: 720185-01, serial number: n/a, batch/ lot number: 877197005, model/ catalog description: reservoir flat iz 100 ml.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a pump failure. The specific product issue was not provided. The ipp was removed and replaced with a spectra concealable malleable penile prosthesis (spp). No information was provided regarding the patient's outcome. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The patient had a good outcome with a functioning device.